Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
Rxsight became aware of a patient who had a light adjustable lens (lal) implanted as a replacement to a toric, multifocal lens. After completing the light adjustments and lock-in visits, the patient became dissatisfied with their vision and the lal was explanted.